Manufacturer narrative:
BLOCK B3 DATE OF EVENT: THE EXACT EVENT ONSET DATE IS UNKNOWN. THE PROVIDED EVENT DATE OF OCTOBER 18, 2023, WAS CHOSEN AS A BEST ESTIMATE BASED ON THE DATE OF MESH IMPLANT. BLOCKS D4, H4: THE COMPLAINANT WAS UNABLE TO PROVIDE THE SUSPECTED DEVICE UPN AND LOT NUMBER; THEREFORE, THE LOT EXPIRATION AND DEVICE MANUFACTURE DATES ARE UNKNOWN. BLOCK D4 UNIQUE IDENTIFIER (UDI) #: DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. BASED ON THE NATURE OF THE INFORMATION PROVIDED TO BSC, IT IS NOT POSSIBLE TO PERFORM A GOOD FAITH EFFORT TO OBTAIN ADDITIONAL INFORMATION. BECAUSE THE PRODUCT IS UNKNOWN AT THIS TIME, WE ARE UNABLE TO PROVIDE THE COMPLETE UNIQUE IDENTIFIER (UDI) # AND OTHER PRODUCT SPECIFIC INFORMATION. IF ADDITIONAL DETAILS BECOME AVAILABLE, A SUPPLEMENTAL REPORT WILL BE SUBMITTED. BLOCK E1: THIS EVENT WAS REPORTED BY THE PATIENT'S LEGAL REPRESENTATION. THE IMPLANTING PHYSICIANS ARE: (B)(6). BLOCK H6: IMDRF PATIENT CODE E2015 CAPTURES THE REPORTABLE EVENT OF UNSPECIFIED INJURY RELATED TO MESH. IMDRF IMPACT CODE F1905 CAPTURES THE REPORTED EVENT OF THE IMPLANTATION OF ANOTHER SOLYX ON APRIL 23, 2024.

Event description:
IT WAS REPORTED TO BOSTON SCIENTIFIC CORPORATION THAT A SOLYX SIS MID-URETHRAL SLING WAS IMPLANTED TO THE PATIENT ON (B)(6) 2023. FOLLOWING THE PROCEDURE, AS REPORTED BY THE PATIENT'S ATTORNEY, THE PATIENT EXPERIENCED AN UNSPECIFIED INJURY AND WAS IMPLANTED WITH ANOTHER SOLYX SLING ON (B)(6) 2024. ADDITIONAL DETAILS REGARDING THIS EVENT WERE NOT PROVIDED. NOTE: THIS MANUFACTURER REPORT PERTAINS TO THE FIRST OF TWO DEVICES IMPLANTED TO THE SAME PATIENT.

Event description:
It was reported to Boston Scientific Corporation that a Solyx SIS Mid-Urethral Sling was implanted to the patient on (b)(6) 2023. Following the procedure, as reported by the patient's attorney, the patient experienced an unspecified injury and was implanted with another Solyx sling on (b)(6)2024. Additional details regarding this event were not provided. Note: This manufacturer report pertains to the first of two devices implanted to the same patient.

Manufacturer narrative:
Block B3 Date of Event: The exact event onset date is unknown. The provided event date of October 18, 2023, was chosen as a best estimate based on the date of mesh implant. Blocks D4, H4:The complainant was unable to provide the suspected device UPN and lot number; therefore, the Lot Expiration and Device Manufacture Dates are unknown.Block D4 Unique Identifier (UDI) #: Detailed product information was not provided to BSC. Based on the nature of the information provided to BSC, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete Unique Identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block E1: This event was reported by the patient's legal representation. The implanting physicians are: (b)(6).Block H6:IMDRF Patient code E2015 captures the reportable event of unspecified injury related to mesh.IMDRF Impact code F1905 captures the reported event of the implantation of another Solyx on April 23, 2024.Block H11:The complaint device was not returned for evaluation; therefore, a product analysis could not be performed. A review was completed and confirmed that the event of Injury, NOS (Not Otherwise Specified) was defined in the risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. A review of the device Instructions for Use (IFU) was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. A Similar Complaint Review was completed and did not identify any emerging trends or similar complaints that require escalation. Based on the information available, the reported adverse event is known and documented in the device labeling and the device revision/replacement is anticipated in nature and be reflected as Known Inherent Risk. Due to lack of available evidence, the cause of the patient's injury is not able to be determined and in the absence of device evaluation or objective evidence, the most probable causes that may have contributed to the event remain unknown; therefore, this complaint is assigned an Investigation Conclusion Code of "Cause Not Established".